Manufacturer narrative:
Product analysis:the full lead was returned and analyzed. Analysis indicated that the helix exceeded specification the number of turns to extend and retract. The analyst noted that the helix would not be extended due to drive shaft lug stuck behind the retraction stop.

Event description:
It was reported that during implant of the right ventricular (rv) lead, the lead needed to be repositioned several times to acquire acceptable readings. On the sixth reposition, the helix would not extend. Another rv lead was attempted and needed to be repositioned multiple times to obtain acceptable readings. The helix of the second rv lead would also not extend, and after around twenty rotations the helix jumped out and was fully extended. The lead was not used and a third rv lead was successfully implanted. No patient complications have been reported as a result of this event.

Manufacturer narrative:
If information is provided in the future, a supplemental report will be issued.